Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 2.4, lab: 1.9. Time between tested was reported as 2 hours. Pt's therapeutic range is 2.5-3.5. Lot number was not given.

Manufacturer narrative:
Investigation pending.